Manufacturer narrative:
The reported events were lead dislodgement, low r-wave sensing and twiddler syndrome. As received, a complete lead was returned in one piece with the helix found partially extended and clogged with dried blood and tissue. After cleaning, the helix could be extended and retracted by applying torque directly at the connector pin. The full helix extension was within specification. The reported event of low r-wave sensing was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
During an in-clinic follow up, low sensing threshold was noted on the right ventricular (rv) lead. X-ray imaging was conducted which confirmed rv lead dislodgement. It was suspected that the cause of the lead dislodgement was due to twiddler's syndrome. The rv lead was explanted and replaced to resolve the event. The patient was stable with no consequences.